Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all function specifications but the tethered connector cap was missing. Therefore, the reported condition of missing cap was confirmed. However, the reported condition of the device was not working was not confirmed. The assignable root cause for the missing cap was determined to be due to the customer cutting the stainless steel wire tether with wire snips or from extreme force which is tampering or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was observed that the motor device was not working and had a missing cap for the plug. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.